Manufacturer narrative:
Product analysis: the programmer's cursor and stylus were found to be misaligned on the display. The connection between the display overlay and the printed circuit board (pcb) was re-seated, and the stylus was calibrated. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification. There was no patient involvement.